Manufacturer narrative:
Initial.

Event description:
It was reported that the user encountered an unable to proceed error during the fill tubing step despite following the supply change procedure and correctly attaching the adapter; a dry run advanced past 120 units, and a full supply change with new supplies was advised, consistent with an obstruction of flow associated with the connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed deformation-related issues consistent with an obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.